Manufacturer narrative:
Related MFR numbers #2916596-2022-15645, #2916596-2023-07072, #2916596-2022-15554, #2916596-2023-07053, #2916596-2023-07056. E1: reporter email was unavailable. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of gastrointestinal (gi) bleeding and right heart failure could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, the IFU provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient was admitted for major bleeding and right heart failure. The source of bleeding was determined to be the upper and lower gastrointestinal tracts. Cause of the bleeding was a documented lesion at the source of bleeding that could potentiate the bleeding episodes. The temporary deterioration of the right heart may have also caused the reported bleeding. The patient was treated with transfusion of less than 4 units of red blood cell concentrate per 24 hours. Although the patient was reported to have had poor right heart function before implant, the relationship between the right heart failure and the device was undeniable. The patient experienced peripheral edema due to the right heart failure and was treated with diuretic adjustment.